Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.8.0) installed on iphone 16 (ios 18.3.1) with mmt-1884 780g pump (software ver. 6.21u) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4), version e. We were unable to conduct a thorough investigation due to the absence of the diagnostic logs required for a comprehensive analysis. However, we can see that the user was logged out of the application and did not wait long enough for the initial upload to complete. The first history and trace service upload can typically take up to 3 hours. During this time, the user should avoid any potential disconnection between the pump and the phone, as it may cause the process to restart. Issue was not confirmed user was able to resolve problem before we was able to provide feedback medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a hard time connecting or uploading to carelink. No communication other devices to software. The customer reported no adverse event. The event involved product(s) mmt-6102. Troubleshooting was performed and unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6102.